Manufacturer narrative:
It has been indicated that the used port will be returned for evaluation, but it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, port which had been implanted on (B)(6) 2016 was removed on (B)(6) 2017 due to the port "not working." Upon removal it was noted that there was a fracture in the catheter body. The catheter remained in one piece and did not migrate. It has been indicated that the used port will be returned to angiodynamics for evaluation.

Manufacturer narrative:
End user hospital has reported this event under report # 2300170000-2017-8040. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2017 angiodynamics complaint report was reviewed for the vortex port product family and the failure mode "catheter fractured." No adverse trend was identified. The port was returned with 16cm of the catheter tubing attached to the port. The distal portion of the catheter tubing was not returned. The fractured end of the catheter tubing was jagged. No visual defects {fractures} were noted along the returned catheter tubing. The septums have needle sized holes that appear to go all the way thru the septums. There was evidence of the septums being punctured many times and there was coring of the septum present, that is a non-coring needle was not used to access the port. In addition, the bottom of the port housing had scratches indicating that the needle tip used to access the port was inserted into the device with some force, likely damaging the tip of the needle. No leak testing was completed as the port septum has a hole in it. A cross-section view of the catheter at approximately the 16cm mark site did not show any out-of-round or thin wall issues. Dimensions of the catheter tubing were taken at the 16cm mark site: both the tubing ID and od were found to be within specification. Catheter fractured: no definitive root cause could be determined. Possible root cause of the fractured end of the catheter tubing may be kinking of the catheter tubing during placement. The directions for use supplied with the device caution:" sufficient slack should be left between port and catheter insertion point to preclude strain on the catheter. When using external jugular vein, carefully position the catheter over clavicle to avoid kinking or occlusion." Port septum: there was evidence of the septum being punctured many times and there was coring of the septum present, that is, a non-coring needle was not used to access the port. In addition, the bottom of the port housing had many scratches indicating that the needle tip used to access the port was inserted into the device with some force, likely damaging the tip of the needle. The likely root cause of this event was the use of a coring needle and the force used to access the port. The directions for use (dfu) provided with this port include guidance on port placement, maintenance, proper needle placement, and potential complications such as "occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition." ((B)(4)).